Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain when using the device. It was noted that it was hurting at the lead sites when used. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected. The patient was very ill and no further course of action will be taken due to non-device related medical condition that was newly diagnosed. Concomitant medical products: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain when using the device. It was noted that it was hurting at the lead sites when used. The patient will undergo an explant procedure.